Event description:
Philips received a complaint on the earlyvue vs30 monitor indicating that the device inflated too often, and the non-invasive blood pressure (nibp) measurements were inaccurate, as there were significant differences observed upon repeated measurements. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt), who confirmed the customer's allegation. The brt determined that the nibp pump required calibration. Based on the results of the analysis, it was determined that nibp pump needed to be calibrated. The device was operational after the nibp pump calibration, and the device was returned to the customer site. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).